Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. Also, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was bumped and the screen is cracked on the inside. The customer's blood glucose level at the time of incident was 87mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.